Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the combi set bloodlines, patient connector clip, and the serious adverse events of, blood loss, hypotension, loss of consciousness, pulselessness, and death. Causality was attributed to a separation (etiology unknown) between the custom combi set and the patient connector clip. Ensure all connections are secure prior to initiating hd therapy to prevent blood leaks, however overtightening can lead to cracks. Additionally, it should be noted the 2008t hemodialysis system may not alarm in every blood loss situation. Based on the totality of the information available, the combi-set bloodlines cannot be excluded from having a possible causal and/or contributory role in the patient¿s serious adverse events. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing hd therapy when the events began. If the combi-set bloodline and patient connector clip are returned, a manufacturer evaluation may dissociate the products from having contributed to the serious adverse events. However, without knowing what caused the disconnection, this clinical investigation cannot disassociate the device from the serious adverse events.

Event description:
It was reported via user facility medwatch (B)(4) that a patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced a blood leak (venous line) during treatment. Subsequently the patient was transported via emergency medical services (ems) to the hospital, where they later expired. A review of the patient treatment record revealed the patient arrived for her regularly scheduled hd treatment on (B)(6) 2022. The patient¿s pretreatment vitals were: blood pressure (b/p) = 143/91, pulse = 93 bpm, respirations = 17, temperature = 97.5, weight = (B)(6) kgs. Additionally, the pretreatment machine checks were all completed without issue. At 1118 am the patient¿s hd treatment was initiated via a central venous catheter (cvc), at a blood flow rate of 400 ml/min. A patient connector clip (no visual defects) was applied to secure both the arterial and venous lumens of the hd catheter (not a fresenius product) to the combi-set blood lines. At 1132 am, a patient care technician responded to a machine alarm at the patient¿s station. Blood was noted on the under-pad as well as the patient's chest and abdominal area. The blood pump was immediately stopped, and the patient¿s blood was not returned due to the presence of air in the bloodlines. The estimated blood loss (>100 ml) originated from venous bloodline/venous lumen connection site. The last recorded vital signs prior to discontinuing treatment were b/p of 60/26, and a pulse of 129 bpm. The patient¿s pulse was undetectable, cardiopulmonary resuscitative (CPR) measures were initiated (included 1500 ml of normal saline and defibrillator) and ems was contacted. At 1140 am, ems arrived and assumed care of the patient. Vital signs prior to discharge were: b/p = 80/47, pulse = 81 bpm. The patient was transported to the hospital, where further unspecified interventions were provided. Although the timeline is unknown, the patient¿s family decided to change the patient¿s status to comfort care only, and they passed away at 1415 pm on (B)(6) 2022. The primary cause of death was a cardiac arrest of unknown origin, and no secondary cause was documented. Both the patient¿s esrd death notification and death certificate were unavailable during follow-up.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: a patient connector clip (hemaclip) was returned to the manufacturer for physical evaluation. The complaint sample was returned without its original packaging. The sample was disinfected and prepared for analysis. During disinfection of the sample, no issues were found. During the visual inspection of the sample, no defects were found. The hemaclip was tested with the combi set that was received. No disconnections or leaks occurred during the testing period, from the patient venous line or the arterial connector to catheter. The sample testing was performed on a fresenius 2008k hemodialysis (hd) machine, and everything worked as intended without any abnormalities. In addition, a dimensional test was performed and found to be acceptable. The instructions for use (IFU) were also reviewed. The IFU explains the connection and disconnection steps in a detailed manner and includes pictures as visual aids. Upon completion of the investigation, the reported complaint could not be confirmed.

Event description:
It was reported via user facility medwatch (B)(4) that a patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced a blood leak (venous line) during treatment. Subsequently the patient was transported via emergency medical services (ems) to the hospital, where they later expired. A review of the patient treatment record revealed the patient arrived for her regularly scheduled hd treatment on (B)(6) 2022. The patient¿s pretreatment vitals were: blood pressure (b/p) = 143/91, pulse = 93 bpm, respirations = 17, temperature = 97.5, weight = 48.0 kgs. Additionally, the pretreatment machine checks were all completed without issue. At 1118 am the patient¿s hd treatment was initiated via a central venous catheter (cvc), at a blood flow rate of 400 ml/min. A patient connector clip (no visual defects) was applied to secure both the arterial and venous lumens of the hd catheter (not a fresenius product) to the combi-set blood lines. At 1132 am, a patient care technician responded to a machine alarm at the patient¿s station. Blood was noted on the under-pad as well as the patient's chest and abdominal area. The blood pump was immediately stopped, and the patient¿s blood was not returned due to the presence of air in the bloodlines. The estimated blood loss (>100 ml) originated from venous bloodline/venous lumen connection site. The last recorded vital signs prior to discontinuing treatment were b/p of 60/26, and a pulse of 129 bpm. The patient¿s pulse was undetectable, cardiopulmonary resuscitative (CPR) measures were initiated (included 1500 ml of normal saline and defibrillator) and ems was contacted. At 1140 am, ems arrived and assumed care of the patient. Vital signs prior to discharge were: b/p = 80/47, pulse = 81 bpm. The patient was transported to the hospital, where further unspecified interventions were provided. Although the timeline is unknown, the patient¿s family decided to change the patient¿s status to comfort care only, and they passed away at 1415 pm on (B)(6) 2022. The primary cause of death was a cardiac arrest of unknown origin, and no secondary cause was documented. Both the patient¿s esrd death notification and death certificate were unavailable during follow-up.